Event description:
It was reported that post-operatively after the implant of the right ventricular (rv) lead, the lead was dislodged and was floating around the rv. The dislodged lead was causing ectopy. Patient had extremely dilated heart and torrential tricuspid regurgitation. The lead and the implantable pulse generator (ipg) was decided to be replaced with a leadless ipg. Post-operatively after the leadless ipg implantation, the patient had developed cardiac tamponade. Pericardiocentesis was performed and blood was aspirated. The patient deceased. The exact cause of the tamponade has not been confirmed and the physician suspected due to the rv lead. The coroner confirmed that two tines of the device had perforated causing the tamponade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.